Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the analysis showed the rust was mixed mainly with organic silicone. Organic silicones are the components found in defoamers and chemicals and the rust is thought to be due to oxidative effects from chemicals. Additionally, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual and it was unknown if there was physical damage at the material residue point. Therefore, the root cause of the reported event is unable to be conclusively determined. The event can be detected by following the instructions for use (IFU) section: instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces,¿ where the cleaning method is described. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.